Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 while using the home choice (hc) device during drain. The home patient (hp) stated that the transfer set was pulled apart and already reported this to the registered nurse(rn). The baxter technical representative (tsr) assisted the hp to clear alarm, cycled power and se 2367 occurred and cleared the alarm. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance spoke with the patient regarding the reported issue. The patient stated that it was an error on his part that caused the transfer set to pull apart. The patient is continuing therapy currently without any issues.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed because the patient reported disconnecting during therapy. The cause was determined to be use error. A labeling review found the patient at home guide to be adequate related to this incident. This issue is being investigated through CAPA.